Event description:
A talent stent graft system was implanted in a pt for the endovascular treatment of a 5.5 cm abdominal aortic aneurysm approximately 11 months ago. Currently the aneurysm is 6 cm in diameter. The vessel morphology at the time of implant and currently were reported as reverse funnel aortic neck, the aortic neck is 13 mm in length, the diameter at the renal arteries is 32 mm and 10 mm below the at the renal arteries the aortic neck is 25 mm in diameter. There is moderate calcification and severe thrombosis in the aortic neck. It was reported that a recent CT demonstrated that there is a proximal type I endoleak. The stent graft remains in the renal artery. The physician believes that due to the pt's change in diameter in the aortic neck there may be some occlusion of the stent graft. The pt will be treated in one month. No additional clinical sequelae were reported and the pt is fine.

Manufacturer narrative:
(B)(4). Eval, results: endoleak, occlusion; severe thrombosis in the aortic neck. Eval, conclusions: severe thrombosis in the aortic neck.